Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained.

Event description:
On (B)(6) 2014, a male patient underwent a thorascopic la posterior wall isolation with cobra fusion 150 and pacemaker due to 3rd degree av block since 2009. Within two days prior to the surgery, anticoagulation therapy was stopped. Prior to the procedure, a tee was completed confirming no thrombus was present in the laa. Patient was not anticoagulated prior to the surgery. Patient was cardioverted twice during the procedure and sinus rhythm was not restored, patient left the or in a-fib. Patient had to be early re-intubated because of respiratory insufficiency and also suspected neurological symptomatology. After patient was stabilized post procedure, a stoke was diagnosed on (B)(6) 2014.